Event description:
A caller reported an issue where the insulin gauge on their pump displayed a different amount than expected, showing 120 units instead of the anticipated 240 units. There was no adverse impact on the customer's blood glucose level. A customer support representative educated the caller on the accuracy of the displayed value and provided guidance to disconnect and deliver a bolus to update the insulin estimate. After following these steps, the gauge showed 140 units, and the caller was advised about cartridge usage. The caller successfully filled and loaded a new cartridge, and the pump displayed the correct amount. The situation was resolved with the caller agreeing to monitor the pump and follow up if necessary.